Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 had several pockets that have failed and recovery the storage space to switch out the cubies. A field service engineer (fse) logged in as cf support and verified the issue with the failed device. Recovery attempts were unsuccessful, so the device was taken offline. Using the client-provided keys, the fse accessed the back cabinet, removed the faulty drawer, and installed a replacement. After closing the cabinet and returning the keys to the client, the fse configured the new drawer, performed testing, and confirmed that it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer and cubie failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.